Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage at connection part. The product was used for cancer pain control in pcu. Oxifast was infused with 385430-zat with a syringe pump, but the patient was in pain and could not sleep. This resulted in the event being noticed and the complaint product being replaced.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage at connection part. The product was used for cancer pain control in pcu. Oxifast was infused with 385430-zat with a syringe pump, but the patient was in pain and could not sleep. This resulted in the event being noticed and the complaint product being replaced.

Manufacturer narrative:
Investigation summary: it was reported there was leakage from the connections. To aid in the investigation, one q-syte and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the unit does not have a visible physical defect. The septum was then removed from the body of the device and a leakage test was performed using a luer lock syringe. Leakage was observed through the vent holes of the top body. The column was then inspected, and a tear could be seen on the column wall. This defect could occur during manufacturing if there is misalignment, or damaged or burred probes. However, this defect could also occur during use with excessive actuations or by putting extraneous force on the septum. Since the device has been opened and handled, the defect cannot be conclusively linked to either manufacturing or use. In the photos provided, two photos show a q-syte connector attached to extension tubing. The third photo shows the male luer end of the extension tubing. The q-syte in the photo is similar to the q-syte returned for investigation. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, the complaint of a leak was confirmed but a root cause could not be determined.